Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. A philips field service engineer (fse) was dispatched to the customer site and powered on the device, observed check vent: backup alarm failed. The fse downloaded the device event log, and confirmed diagnostic error associated with the backup alarm failed was recorded. The fse replaced the power management pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had an error message: check vent back up alarm failed. The device was not in clinical use at the time of the event. There was no report of patient or use harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the caller to try swapping the pm and mc board to rule them out before replacing the cpu. The rse informed the customer that if it is determined to be the pm board to call us back and we can route the replacement.